Event description:
Lit was reported that there was a lead integrity alert (lia) on the bsx rv 1 lead triggered by 2 high rate non-sustained episodes and sensing integrity counter (sic). It was also noted that there was rv oversensing on all egms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).